Event description:
It was reported that the customer had a no delivery alarm error on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer was assisted in performing a 5.0u fixed prime. Customer stated that the insulin did exit. It was explained there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.